Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an angioplasty treatment procedure a shaft break and withdrawal difficulties occurred. The target lesion being treated was located below the knee in the left leg. A 7f introducer sheath was placed and a 0.014" guide wire was advanced to the lesion. Atherectomy with a non-bsc device was performed. Angioplasty was successfully performed with 2 unknown size balloons. A 3.00mmx200mmx135cm mustang balloon catheter was then advanced to the lesion and dilation was successfully performed. While removing the mustang balloon along with the guide wire and introducer sheath, withdrawal resistance was met at a severely tortuous segment of the left common iliac artery. The physician continued to pull and upon removal noted that approximately 20cm of the mustang catheter had broken off and remained in the patient. The device was broken in 1 place, with the most proximal portion was in the aorta and the distal end remained in the superficial femoral artery. The patient was transported to a different facility and the device was successfully removed through surgery. No additional patient complications were reported.

Event description:
It was reported that during an angioplasty treatment procedure a shaft break and withdrawal difficulties occurred. The target lesion being treated was located below the knee in the left leg. A 7f introducer sheath was placed and a 0.014" guide wire was advanced to the lesion. Atherectomy with a non-bsc device was performed. Angioplasty was successfully performed with 2 unknown size balloons. A 3.00mmx200mmx135cm mustang balloon catheter was then advanced to the lesion and dilation was successfully performed. While removing the mustang balloon along with the guide wire and introducer sheath, withdrawal resistance was met at a severely tortuous segment of the left common iliac artery. The physician continued to pull and upon removal, noted that approximately 20cm of the mustang catheter had broken off and remained in the patient. The device was broken in 1 place, with the most proximal portion was in the aorta and the distal end remained in the superficial femoral artery. The patient was transported to a different facility and the device was successfully removed through surgery. No additional patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: initial examination of the returned device noted that the shaft was broken and severely damaged and stretched along its length. The distal portion of the shaft along with the balloon material was not returned for analysis. It was noted that a 0.014 inch guidewire was inserted through the device. It was not possible to remove the guidewire from the device due to the damage and stretching noted on the shaft. A non-bsc sheath was returned with the device and it was noted that the sheath was flattened in sections along its length. The distal portion of the sheath was severed and dissected to check if any portion of the device remained inside, no portion of the device was found in the sheath. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).